Event description:
It was reported that this patient was having a magnetic resonance imaging (MRI) scan to check for a possible granulomas caused by the pump. This device system delivered morphine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).

Event description:
It was later reported that ¿on surgical view there was no mass¿. The catheter was left in place.

Manufacturer narrative:
(B)(4).